Manufacturer narrative:
E1: name of the initial reporter is unknown. The investigation into the controller error/loss of opm data has been completed. The impella automated controller was returned for investigation. The data log reports confirmed the reported failure mode given there was a controller error alarms (opm comm crc error ¿ event set # 1045) triggered during the clinical procedure. Real time (rt) logs confirmed that this was a pattern failure mode in which all signals received from optical bench (placement, snr, contrast, lamp) are interpreted as -16384 values. This known pattern failure, which is characterized by a temporary loss of optical data (placement, snr, contrast, lamp, gain) and triggering of a controller error alarm, has a low probability of reoccurrence. If needed, patient hemodynamics and impella position can be monitored with imaging. The cause of the transient loss of optical data was not determined due to the inability to reproduce. This report is being filed as part of a retrospective review of historical records.

Event description:
The biomedical engineer reported that the automated impella controller (aic) experienced a controller error alarm. A loaner was sent to the customer to initiate the return of this device. There was no patient harm reported.